Manufacturer narrative:
Patient is a smoker. The previously reported stent occlusion of the r sfa was treated with deb (non mdt) and thrombolysis. The % stenosis at time of event was 100%. Event is resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a complete se peripheral stent was used to treat a dissection in the right sfa/popliteal. Approximately 46 months post index procedure, stent occlusion of the r sfa (r-1) was confirmed. A duplex scan was performed and thrombolysis is planned. The event is continuing.

Manufacturer narrative:
Cec adjudicated that the previously reported stent occlusion of the right sfa was thrombus. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.